Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. All analysis was based on the assessment of five photographs of the 23 mm sjm trifecta bioprothesis that were received from the field as part of the complaint reporting. Two of the photos were of the valve in situ, and three of the photos were of the valve ex vivo. The outflow surface of all three cusps appeared to be covered with blood/body fluids. What appeared to be granular white tissue was observed along the free edge of two of the three cups and along the stent base adjacent to one of the cusps. In the photos of the explanted valve, it appears that the majority of sewing cuff had been excised. Due to the limited view of the device, no additional observations were able to be made. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted at which time an 11 mmhg gradient was noted. Over the past two years, the gradient increased to 25 mmhg and premature valve deterioration was suspected. On (B)(6) 2016, the valve was explanted. Ex vivo, the valve reportedly appeared damaged. The valve was sent to the hospital pathology lab for analysis where it was reported infective endocarditis was confirmed. A 23mm trifecta gt valve was implanted.